Manufacturer narrative:
Concomitant products: 5076-52 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing causing device classified false termination of episodes. It was also noted that the right ventricular (rv) lead had a decrease in r-waves. The leads remains in use. No patient complications have been reported as a result of this event.